Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported premature battery depletion was not confirmed. A longevity calculation was performed based on programmed settings and usage data and the device was found to meet its longevity requirement. The device was analyzed on the bench and all specifications were met. No anomalies were detected the device was found to be normal in the laboratory.

Event description:
It was reported that the device was explanted due to premature eri and inappropriate shocks. The patient is a twiddler.